Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was confirmed by the field service engineer (fse). Service information showed that the inspection by the fse resulted in the occurrence of a defective connection of the output connector due to moisture/water in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a scope error code b30 on the evis exera iii xenon light source. The issue occurred during inspection prior to use. There was no patient harm associated with the event.

Manufacturer narrative:
Field service engineer (fse) performed troubleshooting and found the problem could be due to a contact failure of an internal socket connector due to moisture/water in the device. The fse cleaned external socket contacts, check and reconnect internal connections (image circuit). To date, this device has not been returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.